Event description:
Portex d.i.c. Tracheostomy tube 8.0mm was tested with air prior to procedure and no leakage was noted. Upon insertion, the trach cuff would not hold air. A new tracheostomy tube was immediately obtained and inserted without incident. No harm to the pt.